Manufacturer narrative:
Concomitant product: d334vrg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that during a routine echocardiogram, the patient was found to have a right atrial clot attached to the right ventricular (rv) lead. The patient was prescribed coumadin and three months later the clot was found to be resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.